Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
It was reported that the patient was going to have her implantable neurostimulator (ins) changed in 2016. It was currently in her right hip buttock and she did not have a lot of fat there. For several years now, and before she lost weight, it would stick out and it had migrated out. The skin was stretched over it and she was careful not to bump it when she would go through a doorway. She could even see the screw holes and he could not implant it deep enough to keep it from migrating. It was in a place that got pressure, like when she was driving. She would not recommend putting another ins in the same place where hers was, and wondered if there was somewhere she could go to read about alternative implant locations, like the side or abdomen. It was noted that the patient was scheduled for stereotactic needle breast biopsy, which was not related to her device therapy. The patient wanted to know if she could have her stimulator running during that procedure and how to override her program if she needed to. It was noted that the program would come on in the morning and run, then go off then come back on in the afternoon. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.